Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2015. The reason for revision is reported patient fall and fractured femur. During the revision, the global femoral stem was removed and replaced with a non-global stem.